Event description:
After implant and case concluded, surgeon noted that the patient was experiencing moderate aortic insufficiency, that a cusp was not opening/closing appropriately, and there was a high gradient of flow. This was confirmed by cardiologist and the patient was reopened, and valve removed and replaced with a new one.